Event description:
Physician grabbed the distal end of stent with graspers and tried to remove the stent and was unsuccessful due to the stent being effectively stuck in the ureter. Physician attempted to advance the wire along the indwelling stent, but was not able to do so. Also, physician attempted to do a retro-grade and was not able to do so. The physician was not able to get anything past the mid-ureter. Procedure was aborted. The patient will potentially have to come back for a nephrostomy tube. If possible the stent will be removed by interventional radiology. It is the opinion of the physician that the patient's tumor grew into the stent.

Manufacturer narrative:
Additional information: there were no (B)(4) devices of lot number c662240 in stock at the time of the complaint investigation. The device involved in this complaint is not available for return, as it remains indwelling in the patient. With the information provided a document based investigation was carried out. The initial information provided for this complaint indicated the following: "physician grabbed the distal end of stent with graspers and tried to remove the stent and was unsuccessful due to the stent being effectively stuck in the ureter. Physician attempted to advance the wire along side the indwelling stent, but was not able to do so. Also, physician attempted to do a retro-grade and was not able to do so. The physician was not able to get anything past the mid-ureter. Procedure was aborted. The patient will potentially have to come back for a nephrostomy tube. If possible the stent will be removed by interventional radiology... It's the opinion of the physician that the patient's tumor grew into the stent." A possible cause of this complaint may be attributed to patient anatomy and progression of disease. Information received indicated the patient suffered from metastatic cancer. As the device involved in this complaint is unavailable for return, the root cause of this complaint cannot be conclusively determined. Initial information received indicated the patient was in a stable condition. Although requested no information has been received to date on the patient's current status or further procedures to remove the stent. Resonance metallic stent devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. As per instructions for use for the resonance metallic ureteral stent set, ifu0020-12, users are cautioned as follows: "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures". Users are also instructed in step 7 as follows: "the stent may be removed using conventional cystoscopic techniques utilizing forceps or graspers. Note: do not force components during removal or replacement. Carefully remove the components if any resistance is encountered" a final caution indicates that: "individual variations of interaction between stents and the urinary system are unpredictable". Prior to distribution, all resonance metallic ureteral stent and introducer devices are subjected to visual inspection to ensure device integrity. A review of the manufacturing records for (B)(4) device of lot # c662240 did not reveal any discrepancy related to the complaint issue. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends. No corrective action is warranted at this time. Initial information provided confirmed the patient was in a stable condition. The two year complaint history has been reviewed and this complaint for this specific rpn represents an isolated occurrence.